Event description:
To surgery for scheduled bilateral inguinal hernia repair with mesh using an open technique. Surgeon was using ethicon 0 prolene m06 needle. Surgeon felt like he struck hard surface, needle off of suture. X-ray taken, not able to locate needle.